Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a heavily calcified native annulus, an echocardiogram revealed moderate paravalvular leak (pvl). A second valve was successfully implanted valve in valve, resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.